Event description:
It was reported that the patient became hypoxic. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx laa closure device & delivery system (wds) were selected to be used. While the physician was performing the transseptal puncture the patient became hypoxic. The physician removed the was from the patient and manual ventilation was performed by anesthesia to help the patient regain their oxygen levels. Once the transeptal puncture began to close the patient's oxygen levels returned to normal. The procedure was ended with no closure device implanted in the patient.